Event description:
The customer reported that when connecting a pump to a pcu for patient use, the pump alarmed with "channel disconnected" and turned off spontaneously. The nurse attempted to connect a different pump to this same pcu and this resulted in the same outcome: pump alarmed with channel disconnect. The customer attributed this pcu event to a channel disconnect secondary to iui contamination and/or damage. There was no delay in medication administration and no report of patient harm.

Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.